Manufacturer narrative:
Invacare was notified the dealer is going out to assess the issue with the footrests and determine if they need a strap with the footboard to hold the end user¿s feet on the footboard or if footrests with ankle straps would suit their needs better. There was no alleged malfunction, the current set up does not meet the medical needs of the end user. User manual 1125075 rev.c states: limited clearance between footboard and caster - the user¿s feet must remain on the footboard while operating the chair. If the user¿s feet are allowed to rest off the side of the footboard they may come in contact with the caster possibly resulting in injury. If more information is received, the decision will be reevaluated.

Event description:
End user called stating that on (B)(6) 2017 he was traveling to his mailbox and his feet became stuck between the footplate and the front casters, and the was pulled out of the chair and his feet were run over by the chair. He states this caused him to break both of his ankles.